Event description:
It was reported that the devices were used during a total laparoscopic hysterectomy. The trocars were leaking at any time the pneumo was attached to the valve, no matter what devices were inserted. The valve was switch around and it leaked with the camera and devices. The same devices were used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as "whistling" or "hissing"? Hissing. If so, did the "noise" prevent insufflation? Yes-air pressure was less. Was there a drop in pressure? Yes. If yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Duck bill seal. Was a device inserted in the trocar during the leaking? Yes. If so, what device? Camera, grasper, harmonic. Was any torque being applied to the trocar or device? No. The analysis results found that device (a) was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).